Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This device is included in the shortened replacement window ((B)(4), 2007) advisory population.

Manufacturer narrative:
The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion and was replaced with another boston scientific crt-d. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Event description:
--